Event description:
The customer reported, there is no display on the monitor and there is noise coming from the x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. (B) (4).